Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt data available" message. The ECG and pressure readings were still displayed on the screen with normal values. The unit was turned off and then on a few times and the unit functioned normally. Then later in the day the same problem occurred again. The pt expired later that evening. The customer does not attribute the death to the product.